Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavour sprint rx coronary des and one non-medtronic device was implanted in the rca. Approximately 4 years later the patient presented with chest pain and was diagnosed with acute coronary syndrome. In-stent restenosis of the target lesion was identified and target lesion revascularisation was carried out with stenting using one endeavour resolute rx coronary des and one non medtronic stent. It was also indicated that an mi occurred. The site assessed the event was not related to the device or to the antiplatelet medication. The patient recovered with treatment.